Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 following 2 weeks of pain at the driveline exit site. Pan culture was negative. The patient was started on empiric antibiotics doxycline and ciprofloxacine. A CT scan of chest/abdomen was negative for fluid collection associated with the driveline. Patient reported that the pain reportedly improved with antibiotics. Infectious disease recommended transition to oral doxycycline and ciprofloxacine for 11 days. The patient was to follow-up with infectious disease if pain worsens. The patient was discharged home on (B)(6) 2018 improved.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.